Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction h2 type of follow up - correction h6: type of investigation - correction, remove code 4115 from 1st supplemental

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). 3004753838-2023-026756 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a additional is required.